Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency and urinar y/bowel dysfunction. It was reported that they were having difficulty with urinating and retaining fluids probably since implant but did not realize it until they started gaining weight due to this. Patient mentioned they were barely going 3 times a day when they used to go 7-8 times a day. Patient stated they were not able to go as much as they used to and they have been filling up with fluids. Patient said about 5 days after the implant they swelled up with water and have gained about 8 lbs the first week and then 2 more lbs the following week after implant. Patient went to the emergency room (ER) and they did a full workup. Patient's regular doctor put patient on a water retention pill medication, to try to draw the water out and patient has been on it for nearly a week and it was barely doing anything. Patient said that their doctor doubled the dose of medication yesterday. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they had already discussed this with their hcp, and was redirected to manufacturer to change their settings.